Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was observed during device evaluation that the nozzle of the duodenovideoscope was clogged with foreign material. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 17 years since the subject device was manufactured. Based on the investigation results, the cause of the foreign material remaining was unable to be specified since it was unknown whether reprocessing was practiced in accordance with IFU. The root cause of the foreign matter remaining on the device could not be identified. Such events can be detected and prevented according to the following ifus: instruction manual jf type 260v, tjf type 260v washing/disinfection/sterilization chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Instruction manual jf type 260v, tjf type 260v operation chapter 3 preparation and inspection, the detection method is described. Olympus will continue to monitor field performance for this device.